Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation as the sheath was opened and doctor noticed that the dilator tip was slightly damaged, bending backwards and had a slightly sharper than usual edges. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Initial inspection of the returned device observed the dilator tip damaged. Under microscopic inspection, the dilator was observed to be damaged. Additionally, inspection of the valve hub observed excess adhesive around the inner rim of the shaft inside the valve hub, which could have obstructed the access site and be the cause of the dilator tip damage.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation as the sheath was opened and doctor noticed that the dilator tip was slightly damaged, bending backwards and had a slightly sharper than usual edges. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.